Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: the reported pain and stiffness reported cannot be determined at this time; however, the reason for the pain and stiffness leading to the revision does not appear to be the result of prosthesis wear as the returned tibial insert does not show signs of wear that are inconsistent with being implanted for over 9 years. As stated in the experience report, a contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall.

Manufacturer narrative:
Concomitant medical products: concomitants: 2776753; 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, 2778882; 200-02-35 - three peg patella 35mm, 2784230; 02-010-03-0240 - logic cr femoral cem, left, sz 4. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 70 yo male patient, initial left primary cr tka performed on (B)(6) 2013, was revised on (B)(6) 2022, approximately 9 years, 1 month post the initial procedure. The patient had returned to his surgeon's office with complaints of pain and stiffness in their left knee. An examination was performed, x-rays were reviewed, and the serial number of the poly implant was run in the recall database. The poly came back as an affected implant. With patient complaints of pain and stiffness, the thought of possible poly wear, and the confirmation of a recalled implant, the patient was scheduled for a left revision tka possible poly swap. The left knee was opened and dissected down to the total joint prosthesis. A synovectomy was performed within the joint and around the prosthesis. The patella was examined and the surgeon left the original patella from the primary surgery intact. The poly 1mm slope + insert for sz 4 was removed with an osteotome and examined. There was slight oxidation shown on the articular surface and small pitting. There is medial wear or a scuff on the poly insert medially. Attention was then directed to the metal implants. A bone tamp was used to check if the metal femur and tibia implants were well fixed to the bone or loose. The metal-cemented femur and tibia were found to be well fixed to the bone. The surgeon requested to trial an 11mm crc poly trail. The knee felt stable during the trailing and rom. The surgeon requested for the real sz 4, 11mm crc poly implant to be opened. The knee was irrigated well and the back of the knee was cleaned out of any tissue or debris. The new poly implant was inserted and a final rom was performed. The knee presented stable and was irrigated a final time and the wound closed. There was a 30 to 45 minute delay with no adverse event as a result. The patient was last known to be in stable condition following the event.